Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient forgot the transmitter on the smart device and checked that there were no other devices in range. Patient closed out the application and removed all bluetooth devices from the smart phone that were no longer in use. Patient went back to the g5 application and the transmitter paired properly. At the time of contact, no injury or medical intervention was reported.